Manufacturer narrative:
Ocd performed a batch review. All results were satisfactory. (B)(4).

Event description:
Customer reported that no reactivity was observed with vra153 and a patient sample later confirmed to have an anti-c present. The anti-c was identified using a different lot of cells - reactivity with c+ cells was 1+. Sample was not available for further investigation.